Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) USA, alleging a onetouch ultralink meter was displaying inaccurately low results with control solution. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported on (B)(6) 2013 at 6:30am he felt "lightheaded and dizzy." The patient reported attempting to run a control solution test on the subject meter and obtained readings of "97 and 111mg/dl". The patient denied receiving any treatment in response to the alleged symptoms. The alleged issue was not resolved at the time of troubleshooting. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.